Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in good physical condition and a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was tested 3 times for pressure, all 3 test were out of specification. The downstream sensor was deemed to have caused the issue. The sensor was replaced to correct the problem.

Event description:
It was reported that the cadd legacy 1 pump failed at pressure of 45.25 psi. There was no patient involvement. The product problem was observed during testing.